Manufacturer narrative:
Upon receipt, the device failed to power on correctly and all instructional leds became constantly illuminated when the on/off button was pressed, emitting a flashing red status led and failure chirp. The device could not be accessed via saverevo and the memory logs could not be downloaded. The faults were attributed to a failure of the microprocessor, u25. The returned pad-pak was found to be depleted beyond any use, a likely consequence of the failure and may have been due to a high current drain on the device while the instructional leds were constantly illuminated. With the returned pad-pak being severely depleted, the red status led had insufficient power to flash, as observed in the reported complaint.

Event description:
Intermittent status led and beep. No patient involvement.

Event description:
Intermittent status led and beep. No patient involvement.